Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion and prime/compromised force sensor system tests. The pump was received with a stuck in the motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a minor scratched lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 105 mg/dl at the time of the incident. Customer was priming his pump when he received the motor error. Customer does not use the sensor feature on the pump and stated that they are able to complete the rewind sequence. Customer stated that he received a motor error alarm 5 times and then changed the battery on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.